Event description:
It was reported that a peritoneal dialysis (pd) patient experienced the cap of a transfer set "came off by itself" and the cap was "manually reconnected." Two days later, the patient was hospitalized with peritonitis. The cause of the peritonitis was reported to be "the cap coming off". Treatment for the peritonitis was not reported. The patient was discharged from the hospital after nine days. Patient outcome and action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.